Event description:
It was reported via repair work order that the base was retracting on its own in powered mode due to a damaged upper button assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.